Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with an infusion set and the symptoms were noticed within 3 hours of insertion. The site was upper buttocks and was rotated regularly. The blood glucose level at the time of event was reported to be 160mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.